Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer offered to troubleshoot for unexplained high blood glucose but the customer declined. The insulin pump stopped working and the customer called the 1st person advice line to request a new insulin pump and yesterday the blood glucose went to 425mg/dl. The customer stated they treated the high blood glucose reading with the insulin pump. The customer stated that this morning he can't get his insulin pump to pump insulin. The infusion set and the reservoir were changed 3 times. The customer was assisted through troubleshooting. No delivery alarm occurred during manual priming. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan per healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.